Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain in the leg and buttock, urinary urgency, urinary frequency and secondary prolapse - cystocele. No explant procedure was reported. The patient was prescribed medication for overactive bladder symptoms.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.